Manufacturer narrative:
Lot 1654882: (B)(4) items manufactured and released on 27 february 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed on 17 july 2018. The tip of the mectalif anterior awl uj, ref. (B)(4), lot. 1654882, is broken. The external sleeve is deformed and fixed. The root cause of the deformation and breakage is due to an uncontrolled application of a lateral bending of the instrument that has deformed the outer sleeve and break the tip.

Event description:
Instrument tip breakage during usage.